Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed chest pain. By the next day, the ventricular assist device (vad) power consumption and estimated flows began to increase with increasing lactate dehydrogenase (ldh) levels. The site indicated that this was related to a suspected pump thrombus. The site further indicated that the patient was hypervolemic and that this may also be contributing to the elevated power consumption. The patient was treated with heparin, coumadin and diuretics. Later that afternoon, the patient¿s vad developed low flow alarms with worsening left upper and lower extremity weakness. The site further reported that power consumption was within normal parameters at that time. The site indicated that it suspected a thromboembolic event had caused a stroke. Serial head computerized tomography (CT) scans revealed a left vertebral artery thrombus at its origin. By (B)(6) 2018, the patient¿s vad parameters had normalized. A transthoracic echocardiogram (tte) revealed questionable thrombus within the patient¿s left ventricle. The patient is reported to have continued left-sided weakness. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting on (B)(6) 2018. One low flow alarm was logged on (B)(6) 2018 at 12:33:42. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to thrombus formation/ingestion. Based on available information and risk documentation, low flows may be attributed to thrombus at inflow cannula; it is likely that the thrombus got ingested into the pump leading to an increase in power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.